Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the center arm assembly latch contaminated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2011, 2013, and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the pt left intermediate siderail will not latch. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).